Event description:
It was reported that during a thr procedure, reamer attachment sheared off while reaming due to high torque forces at the connection. No delay. Backup device available. No impact or injury to patient reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The inner drive shaft fractured on the device just above the chuck end. Both pieces of the shaft were returned. The device handle and clamshell were not returned for evaluation. The device was manufactured in 2019 and shows signs of moderate wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.